Manufacturer narrative:
It was reported that a 30cc syringe was used to inflate the balloon at a slow speed. Approximately 20cc of fluid (1:3 % contrast v saline) had been injected into the balloon and the balloon was inflated approximately 3 times. The ballooning was performed for stent graft modelling. It was reported that there was no movement of the stent graft detected during balloon inflation and it is unknown whether the physician ballooned with normal pressures within the stent graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used during endovascular treatment in a non mdt stent graft. It was reported during the index procedure the balloon was ruptured when the balloon was at the region of the proximal stent graft while following the IFU. The balloon was replaced with another reliant and the procedure completed successfully. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.